Event description:
Customer stated that 3-0 suture frayed/sliced in half, while performing tendon repair. The event occurred during the first pull through the tendon. Surgeon obtained a replacement suture. There were no further events or pt consequences.